Manufacturer narrative:
Unit passed displacement test. Unit received with the audio alert functioning properly. No audio alert anomaly noted. Unit alarmed pump error 63 alarm (variable 3) during self test and confirmed in the pump history due to broken pin 1 trace (vdd) on u1 keypad assembly.

Event description:
The customer reported via phone call that the device failed the audio test. The customer¿s blood glucose during the incident was unknown. The device failed the audio test during the call. The device will be returned for analysis. Note: svn (B)(4) created in to receive product return for failure analysis. No need to report on svn (B)(4) as the MDR has been sent on the initial svn (B)(4).